Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during bolus deliveries. The customer's blood glucose level was not impacted. Tandem technical support educated the customer in regards to occlusions. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion alarms could not be verified due to different issue identified.